Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that their daughter went to hospital due to high blood glucose of 450 mg/dl and ketones. The sensor will not be returned for analysis.